Manufacturer narrative:
Upon further review of this complaint, it was determined that the date received by manufacturer was incorrectly documented as 10/27/2017. The date received by manufacturer was 11/09/2017. This information has been updated accordingly. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturer location: the manufacturer location was inadvertently documented as (B)(4) in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor seized, jammed and was moving heavy on the air oscillator device. It was further determined that the device failed pretest for check performance, check the starting behavior, check frequency, min. 12¿000 to 16¿000 osc/min, check for air leak, check for excessive noise, check the trigger function and check symmetry. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. \all available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.